Event description:
It was reported by service report that the foot board did not work due to the footboard connector pins being pushed in from the wrong bed extender being used. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result bed extender.